Manufacturer narrative:
Citation: chiu p et tal. Salvage extracorporeal membrane oxygenation prior to bridge transcatheter aortic valve replacement. J card surg 2016;31:403¿405. Earliest date of publish used for event date in date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient who nine years prior had received a medtronic 29-mm mosaic bioprosthetic valve (serial number not provided) for bicuspid aortic stenosis. The patient presented with dyspnea, cardiogenic shock, and with refractory hypotension due to critical restenosis of the aortic bioprosthesis. Transthoracic echocardiogram (tte) showed a mean gradient of 64 mmhg with severely reduced biventricular function. Given the multi-system failure the patient was cannulated for extracorporeal membrane oxygenation (ECMO) which provided mild improvements over the next seven days. Resternotomy for valve replacement was considered too high risk, therefore transcatheter aortic valve replacement was chosen as the most viable treatment. In a hybrid catheterization laboratory the patient underwent successful implant of a non-medtronic 26-mm bioprosthetic valve placed inside the existing bioprosthetic valve. The patient was decannulated on post-operative day one, extubated on post-operative day two, and discharged home on post-operative day nine with much improved biventricular function and mean gradient. One month postoperatively, his exercise tolerance was improved. At 12 months postoperatively he was doing well with stable hemodynamics. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.